Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Event description:
During the procedure, the screw fractured while being inserted into the femoral canal. Surgery was completed with another device with minimal delay. All fractured pieces were removed from the patient.